Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual investigation: the tip of the returned holding sleeve is worn out and damaged. Therefore it is not possible to attache the instrument properly anymore. Additionally there are wear marks on the surface of the whole instrument visible. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 03.614.017. Lot: 5908629. Manufacturing site: salzburg. Release to warehouse date: 22.dec.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: kwq. Received - not final destination. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device in possession of the hospital. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a spinal fusion procedure treating rheumatoid arthritis on (B)(6) 2019. Although the surgeon tried to connect the holding sleeve (03.614.017) to a screw, the sleeve¿s threads did not engage with the screw. The surgery was completed with a replacing sleeve without a surgical delay. No further information is available. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).